Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient experienced a sensor failure after which the patient experienced a hyperglycemic event. The patient was feeling thirsty, and 2 hours after the sensor failed a fingerstick was taken, and the blood glucose reading was 19.2 mmol/l. At the hospital the patient received intravenous treatment with insulin and was discharged after spending less than 24 hours. The patient took more fingerstick readings around the time of the event, but these readings would have ¿already¿ been normal. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.